Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0q174, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# v101646, implanted: (B)(6) 2008, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that he thought the patient had an implantable neurostimulator (ins) pocket infection, but was not positive. The rep did not know when the ins and extensions were removed. The patient was having a new ins and extensions placed on (B)(6) 2015. Follow-up received from the rep on the day of replacement reported that the patient did not proceed with the stage two implant. The leads were infected and were to be removed instead. The rep assumed the patient was on antibiotics, but did not know for sure. The patient's indications for use were parkinson's dual and movement disorders. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.